Event description:
It was reported that a customer experienced an issue with the pump, which was unable to recognize cartridges. There was no reported impact to the customer¿s blood glucose level due to this issue. No additional information was provided.